Manufacturer narrative:
E1 - initial reporter phone has an extension number (B)(6). The device is available for evaluation- it has not been received.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the reporter stated a leakage on cassette during infusion. The set was replaced, and therapy resumed. There was patient involvement but no patient harm.

Manufacturer narrative:
D9 - date returned to mfg on 12/5/2023. A picture was returned circling something underneath the secondary port of a primary plum set. Received one used 14687-15 primary plum set for inspection. No damage or anomalies were noted. The set was attached to an ICU medical provided IV bag, primed per packaging directions, and a leak was observed. Upon insertion into a plum pump a cassette test error occurred. The set was also leak tested per product specification and a leak was observed on the cassette. The cassette additionally underwent stack height measurements of which three corners failed. The complaint of leakage on the cassette could be confirmed on the used 14687-15, primary plum set. The most probable cause of this event is related to the product being exposed to excessive heat during transportation, that may contribute to the warpage of the cassette leading to cassette errors and leakage. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.